Event description:
The customer reported that the 9800 system continued to indicate x-ray after the button was released. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board, generator interface board, and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.